Event description:
It was reported, the patient experienced a loss of therapeutic effect. It was stated, the patient was still leaking ¿often¿ during the day time, but was doing ¿good¿ at night. The patient was only getting up once a night instead of every two hours. The leaking during the day was indicated to have started sometime after they saw their healthcare provider for their two week post-operative appointment. The patient felt stimulation, but could not raise it higher because, it would become uncomfortable in the perineum. It was noted, the patient would feel stimulation ¿differently¿ after positional changes. The patient would have to bend, stoop, reach, and grab things in their house since they live alone. The implantable neurostimulator did not ¿seem to be in the same place, but they could not tell.¿ it was noted that the patient felt like their device had "dropped some" from the original implant location. Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment for 2013 (B)(6) was noted.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va03dt9, implanted: 2013 (B)(6); product type lead. (B)(4).